Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep replaced the footswitch. He suspected the power supply may be low causing the beeping problem. He found the workstation +5v power supply to be +4.92v. The rep adjusted the power supply to +5.05v to meet mfrs specs. The system is operating as intended.

Event description:
The customer reported there was no x-ray. Also, the foot pedal was not working. The customer also said the system would intermittently beep by itself.